Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged; further described as "there are 3 small holes and it is bulging"; air was coming out of the top right hand corner of the membrane. This was observed when loading the set for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.